Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and was treated with gentamicin (intraperitoneal) for the peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unreported date in (B)(6) 2022. B5: upon follow up, it was reported that the patient was treated with gentamicin (intraperitoneal, for a month). On an unreported date, the patient changed hospital's for treatment. The patient was then treated with unspecified drugs (intraperitoneal) for treatment. At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.